Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On the same day, the patient was hospitalized for the event. Treatment was not reported. The cause of peritonitis was unknown. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. Additional information was not available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Six days after being admitted to the hospital, the patient was discharged. On an unreported date, the patient was treated with vancomycin and cefipedime (dose, frequency and route not reported). Eighteen days after onset, the patient was recovered from the peritonitis. On an unreported date, the patient was retrained on proper aseptic technique for performing peritoneal dialysis (pd) therapy. The patient performs pd therapy via a homechoice (hc) cycler and continuous ambulatory peritoneal dialysis (capd). Should additional relevant information become available, a follow-up will be submitted.